Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified broken occluder feet. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; leak testing and clamp-function testing identified a leak through the set due to broken occluder feet. The reported issue was verified; the cause was determined to be due to the damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked through the closed clamp. The patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.